Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material (white foreign material) at air water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chip on objective lens. The most probable cause of the complaint is cause traced to component failure. The cause of the additional findings is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited interferences in the image and dots in the image. The issue was found during reprocessing. There were no reports of patient involvement.